Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens was removed due to a torn haptic. There was no patient injury. The reporter indicated the incident was due to a loading error.

Manufacturer narrative:
(B) (4). (B) (4).